Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on(B)(6)2024. It was reported that the patient experienced a skin reaction with an infection on (B)(6)2024 which occurred on an unspecified number of days after the sensor had been inserted in the arm. Date of event is an approximation. Prior to sensor insertion the area was prepped with alcohol. The patient developed ¿watery bumps,¿ inflammation, pimples, drainage, and scarring under the sensor pod area only. Photo of the skin reaction in the complaint record was reviewed. The photo shows a skin reaction in the shape of the sensor footprint that consists of a rash, pimples, redness, and dry skin. The photo confirmed the skin reaction. The patient went to the emergency room and the hcp (healthcare provider) injected the site with novocain. The hcp also performed an incision and drainage and left a drain behind with gauze on it. The patient went back the following day to have this removed. When the patient visited a doctor for a follow up, the hcp prescribed with antibiotics amoxicillin 125 mg, four times per day every 6 hours; and trimethoprim 100 mg, one tablet every night, and a topical mupirocin cream since it was not healing enough. On 07/20/2024 technical support called the patient and confirmed that the skin reaction only happened once back in february. The patient mentioned after her childbirth, the skin reaction site got worse, and she developed bruising and ¿the skin started to split, and it got infected.¿ the patient mentioned she stopped taking the amoxicillin around (B)(6) 2024 and the trimethoprim around (B)(6) 2024. Regarding the scarring the patient mentioned that the location of the scar would be just under the sensor. The area is dry now, but the scar is still visible. The scar was present more than 3 months after the skin reaction occurred. The patient does not have any type of drainage anymore. At the time of the follow up report, the patient was still using the mupirocin ointment, and the wound was still slowly healing, and it was the size of a quarter. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction with an infection which occurred on an unspecified number of days after the sensor had been inserted in the arm. Date of event is an approximation. Prior to sensor insertion the area was prepped with alcohol. The patient developed ¿watery bumps,¿ inflammation, pimples, drainage, and skin discoloration under the sensor pod area only. Photo of the skin reaction in the complaint record was reviewed. The photo shows a skin reaction in the shape of the sensor footprint that consists of a rash, pimples, redness, and dry skin. The photo confirmed the skin reaction. On (B)(6) 2024, the patient went to the emergency room and was prescribed oral (amoxicillin 125 mg, four times per day every 6 hours; and trimethoprim 100 mg, one tablet every night) and topical (mupirocin ointment) antibiotic medications. On 07/20/2024, technical support called the patient and confirmed that the skin reaction only happened once back in (B)(6). The patient mentioned after her childbirth, the skin reaction site got worse, and she developed bruising and ¿the skin started to split, and it got infected.¿ the patient mentioned she stopped taking the amoxicillin around may and the trimethoprim around june. At the time of the follow-up report, the patient was still using the mupirocin ointment, the wound was slowly healing, and it was a quarter. At the time of contact, it was indicated that the patient was all right. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.